Event description:
Colonectomy procedure. Slcr55g reload was loaded onto plc55 reusable stapler and calibrated. Opened/closed without difficulty and fired. Pc displayed "firing complete". The anvil opened freely after it was fired. However there were malformed staples noted on the proximal end. Another device was used to complete the case without further incident.